Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-04902 and 2134265-2018-04904. It was reported that intervention had taken place from the selective saphenous vein graft (svg) to right coronary artery (rca). The physician had decided to stent due to stenosis in the mid portion of the vessel. A 4.00x24mm synergy ii stent was implanted, and then post dilated with a 5.50x15mm balloon catheter to 20 atm, at which point the balloon still showed "waisted." A 6.00mm x 15mm nc emerge® was then advanced and inflated to a low pressure to fully expand the stent. The balloon had fully expanded and a picture was taken of the final result, which was noted to have looked like a great result. As the physician was commenting on the result, the patient complained of pain. Another picture was taken at which point a perforation was noticed in the svg. The physician placed a 5.50mm x 15mm nc emerge® at very high pressure to seal the perforation. The physician attempted to deliver a covered stent but the guide was too long. The guide was shortened and they tried to deliver the stent again, however it would not deploy suggesting it was defective. After deflating the balloon, it appeared the perforation was sealed. The patient remained hypotensive so a balloon pump was placed and a transesophageal echocardiogram (tee) was performed. The tee showed a hematoma pressing against the right ventricle with no motion. The patient was rushed to surgery for removal of the hematoma and tied off the svg. The surgeon had updated the family that the patient was in stable condition. The physician noted they did not believe the issue had been due to any defect of the stent or balloon. It was later reported that the patient had died on the day of the procedure at 6:30pm.